Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the investigation and product history review is complete.

Event description:
The reported clinical trial event involves thrombosis of the vascular access requiring surgical intervention, including placement of a dialysis catheter. The event was considered to be probable related to study device and procedure. No additional information is available.